Event description:
Ref uf report (B)(4).

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the reported event. The post market clinical department is in the process of requesting medical records and additional clarification regarding the reported pt seizure during treatment. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. Additionally, product identifiers have not been provided. This is one of 6 MDR's submitted to document this reported event. Please ref the following MDR numbers: 2937457-2013-00086, 8030665-2013-00395, 1713747-2013-99914, 1713747-2013-00236, 3005162618-2013-00014.